Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Found the needle separated from the sensor base. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used. Unable to confirm the insertion anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that the needle was missing from the sensor. The customer's blood glucose was 128 mg/dl at the time of incident. The sensor will be replaced and will be returned for analysis.